Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. Review of the device's activity log provides evidence of the customer report of a poor pad contact condition. The customer performed a thorough evaluation onsite. The customer disclosed that the believed cause of the malfunction was due to poor patient prep. Without the event electrodes for evaluation, we cannot firmly establish this as root cause. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to convert the rhythm on a male patient in his 60's, the device displayed "poor pad contact" and "check pads" messages. Complainant indicated that the electrode pads were removed, the patient was prepped, and new electrode pads were applied. The patient was then successfully cardioverted. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.